Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had repeating images five times on the display. This condition has the potential to cause an interruption of delivery. There was no patient involvement. The event occurred upon power up in the general patient ward. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 6.13.90, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which the device had repeating images five times on the display was confirmed during product evaluation. The root cause of this condition was assigned to a defective main display. The main display assembly was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.